Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's native coronary artery. Upon an attempt to deploy, the stent dislodged from the balloon catheter due to tortuosity and calcification of the pt's coronary vessel. The md was able to maneuver the stent, balloon catheter, and the guidewire to the femoral sheath and a femoral cutdown was performed. The stent was successfully removed from the pt and there were no clinical sequalae reported relative to this event.